Event description:
The customer reported that the sys would intermittently not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connection was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.